Event description:
Medtronic received information that a 35 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump alarmed motor error prior to rewind preventing rewind to be initiated. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a35 alarm due to motor test failed at motor encoder signal out of phase. Pump history download using thds was successful. However, there is no data available on (14-apr-2022), unable to perform data analysis for a35 alarm complaint. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify a35 alarm due to motor error alarm. Motor error during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that a35 occurred. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product mmt-712ews was requested and the device was returned to analysis.

Manufacturer narrative:
Pump alarmed motor error prior to rewind preventing rewind to be initiated. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a35 alarm due to motor test failed at motor encoder signal out of phase. Pump history download using thds was successful. However, there is no data available on (14-apr-2022), unable to perform data analysis for a35 alarm complaint. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify a35 alarm due to motor error alarm. Motor error during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.